Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the hp's home choice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp started the initial drain cycle prior to connecting their transfer set to the patient line of the home choice set. After noting this, the hp connected themselves to the set up with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident, per the hp.